Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The reporter stated that the customer was experiencing high blood glucose (bg) levels do to hormonal changes and the high bg was not related to the pump or supplies. The customer's healthcare provider requested an adjustment to the basal settings. Tandem technical support assisted the customer with changing the setting.